Manufacturer narrative:
Failure of this device as reported has been observed in the manufacturer's test lab when run outside of standard, recommended operating conditions. Specifically, disassembly can be replicated when the handpiece is run at speeds in excess of the recommended 3000 rpm. Testing the product to failure required running the handpiece at excessive high speed handpiece speeds, approximately 20000 rpm. The packaging states that the angles are not to be run at speeds greater than 3000 rpm.

Event description:
The head of the disposable prophy angle was falling off into patients' mouths during use. No medical attention was needed, as was reported by the practioner. All pieces were retrieved from the patients' mouths. This occured on both male and female patients of various ages during the standard oral hygiene procedure.